Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the insulin pump is not delivering insulin. Customer stated that she could not get her bolus wizard to work. Customer's blood glucose reading ranged from 593 to 600+ mg/dl. Troubleshooting was done. Product is not being replaced.